Manufacturer narrative:
(B)(4). The complainant indicated that the device will not be returned for evaluation; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the esophagus during a banding procedure performed on (B)(6) 2021. During the procedure, the bands failed to deploy. The device was removed, and the procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event. Note: photos of the complaint device outside the patient were provided by the customer. It was observed that the bands on the ligator head were slightly moved while the white band was broken and had overlapped with the rest of bands.